Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse replaced the tube lifter, the high speed spinner, the vacuum pump, water pump, and waste manifold. The instrument is being replaced because the customer is purchasing a new instrument. No patient samples are being run on this instrument.

Event description:
Discordant, falsely elevated third generation prostate specific antigen (sps) results were obtained on patient samples on an immulite 2000 instrument. The discordant results were reported to the physician(s). The samples were rerun on the same instrument and on an alternate instrument, and the corrected results were reported to the physician(s). Two patients were redrawn and the samples were run, and resulted lower than the initial results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sps results.